Event description:
It was reported the pt was not receiving stimulation in the middle of her back, which is where the pt most needs the relief. The pt was receiving stimulation on each side of her back. The sjm rep had met with the pt for reprogramming, but the desired coverage was not obtained. It was reported the pt would allow more reprogramming, however, if she could not obtain coverage, she wanted the scs sys removed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.